Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to run manual prime at least 5.0 units. Customer stated that pump alarm no delivery. The customer was advised the possible issue with the infusion set. The customer was advised to return the infusion set. The customer was able to prime and continue on pump therapy.